Manufacturer narrative:
(B)(4).

Event description:
The patient had surgery to revise his implant. Details of the surgery were not provided. The implantable neurostimulator was in a power on reset condition when he tried to recharge his device after the surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.